Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that solution was observed under the supply bag. The event occurred during fill four of four on the home choice (hc) and the home patient (hp) was connected. The home patient (hp) was not aware of the location of the leak. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with all new supplies or complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.